Event description:
It was reported to boston scientific corporation in late 2008 that a rf 3000 radiofrequency generator was used during a radio frequency ablation procedure performed the previous month. According to the complainant, the e-2 message was displayed which was recovered by pressing the reset button. The same message occurred again. Rebooting the device did not solve the issue. The same issue was not duplicated with liver phantom. The procedure was not completed due to this event. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. The device has not been returned. The device eval has not been performed; the cause of the reported malfunction is undetermined.